Event description:
The report from the study indicated that approximately five and one-half (51/2) months after the index procedure angiography done during the six (6) month follow-up revealed an 80% focal, intra-stent restenotic lesion in the cypher stent implanted in the second (2nd) diagonal target lesion. The pt had no complaints of angina. The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca/poba). There was no reported thrombus and timi 3 flow. The relationship to the study device/procedure was not available at the time of the report. The pt was discharged from the hospital two (2) days after the index procedure. The outcome was reported to be resolved. The pt had a total of two (2) cypher select stents implanted during the index procedure. There was no information from the interventional procedure regarding the status of the second cypher select stent implanted during the index procedure. Both stents will be reported at this time pending additional information.

Manufacturer narrative:
The pt had two (2) target lesions treated during the index procedure. Lesion #1-1: the target lesion was the second (2nd) diagonal coronary artery. The lesion was reported to be: 12 mm in length visually, a bifurcation lesion, vessel diameter 2.5 mm visually, not calcified, not eccentric, not diffuse, not ostial, and an angle span of <45 degrees. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atm. A cypher 3.0 x 28 mm cypher select stent was implanted at 14 atm using the crushing technique.the stent was post-dilated with a 3.5 x 20 mm balloon at 12 atm using the kissing balloon technique. The flow pre and post-procedure was timi 3. There were no reported complications. Lesion #1-2: the target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: 22 mm in length visually, a bifurcation lesion, 3.5 mm in diameter, not calcified, not eccentric, not diffuse, ostial, and an angle span of 45-90 degrees. The lesion was pre-dilated using a 2.5 x 20 mm balloon at 10 atm. A cypher select 2.5 x 18 mm stent at 14 atm. The stent was post-dilated using a 2.5 x 20 mm balloon at 8 atm. The flow pre and post-procedure was timi 3. There were no reported complications. Please note that device (lot # i0306061) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2006-01682 and # 9616099-2006-01683.